Manufacturer narrative:
No related complaint received with return of device. Failure observed during analysis. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 13.7-14.0cm from the connector pin, consistent with lead friction to the ICD can. External insulation abrasions were noted at 45.5-45.7cm and 45.9-46.1cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 27.6-27.7cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
(B)(4).

Event description:
This report is to advise of an event observed during analysis.